Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v906984, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported she was having urgency almost as bad as before she had implant placed. It was noted that the patient was feeling stimulation. The patient was got cramping in leg when increasing stimulation to feel it otherwise really doesn't feel the stimulation. The change in therapy /symptom was noted as sudden. It felt like it was working, so turned it up and the leg was cramping from it. It was noted that the urgency was before the device was placed but noticed it the last four days. The patient diagnoses were: urinary dysfunction/sacral nerve stimulation gastrointestinal/ pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.